Event description:
It was reported that on (B)(6) 2008 the patient underwent surgery for severe and intractable low back pain with degenerative disc disease, l4-5, l5-s1 and positive discography with concordant pain. The operation consisted of a: radical discectomy, l4-5, l5-s1 and placement of 8 and 12 millimeter large peak spacers with bone morphogenic protein/infuse and anterior plating with a tunica anterior plate and 35 x 16 degree at l4-5 and 35 x 65 degree plates at l5-s1 with 26 millimeter variable screws. Per the operative report: ¿..¿attention was directed to l5-sl where a supposed midline pin was placed and then also at l4-5. X-rays at l4-5 revealed the pin to be in satisfactory position. ¿¿¿. The body was then templated and we selected to place an 8 millimeter large 8 degree peak spacer which was filled with an appropriate amount of infuse, this was impounded with x-ray control. Additional infuse was placed on either side. At this time a 35 millimeter x 16 degree plate was applied at l4-5 with 26 millimeter screws again with x-ray assistance. Attention was directed to l5-sl where an exact similar manner discectomy was performed. A 12 millimeter 12 degree large spacer was then placed with a 35 millimeter x 65 degree anterior plate with 26 millimeter screws.¿ no complications were noted. Reportedly, the patient sustained unspecified injuries.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.